Event description:
Analysis for the hand held computer was completed and approved on (B)(4) 2015. An analysis was performed on the returned handheld and no anomalies associated with the handheld performance were noted. The handheld performed according to functional specifications. The handheld was received with the main battery depleted which may have been why the site thought the hhd was not working. Analysis for the software was also completed and approved on (B)(4) 2015. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported on (B)(6) 2015 from a field upgrade representative who was on site and found that the physician's hand held doesn't work. No details were obtained about why the handheld was not functioning were provided. No trouble shooting was performed prior to the return of the device. The handheld and software were received on (B)(6) 2015. Clarification from the physician's office stated that the handheld was not working and would not power on or do anything. It was not known if the issue was battery depletion or an issue with the device. No patients were affected, the device just would not turn on. Analysis is currently underway but has not been completed and approved to date.